Event description:
A malfunction was reported on the pump by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump and confirmed that the malfunction code did not reappear. The customer was instructed to continue using the pump and contact support if the issue recurs, and assistance was also given in restarting the patient's sensor.